Event description:
On (B)(6) 2010, the patient underwent the index procedure with delivery of the angioguard and, placement of one precise pro rx stent in the left ostial internal carotid artery. The site reported that the thrombus was present within the lesion prior to the procedure. The site reported new onset of neurological deficit of aphasia during post-dilatation. Upon retrieval of the angioguard debris was found in the filter basket. The site reported a 0% final residual stenosis. Post-procedure he was noted to have aphasia, slurred speech and right arm plegia, according to the neurology consultation report on (B)(6) 2010. Further neurological exam found the patient awake and alert, oriented to age, time and place. His speech was moderately to severely dysarthric, but he was able to name and repeat and follow commands. The nih stroke scale score was 7 due to partial facial palsy on the right, some effort against the gravity in the right arm, mild to moderate aphasia, and severe dysarthria. Neurology consult assessment: likely left mca territory embolic infarcts from left carotid stenting. Use of IV thrombolytic was discussed with the patient and the family and decision was made not to use it. The patient was discharged on (B)(6) 2010 with a discharge diagnosis of left mca cerebrovascular accident.

Manufacturer narrative:
The patient is a (B)(6) man with a history of cad and hypertension. On (B)(6) 2010, he underwent the index procedure with delivery of the angioguard and, placement of one precise pro rx stent in the left ostial internal carotid artery. The site reported that the thrombus was present within the lesion prior to the procedure. The site reported new onset of neurological deficit of aphasia during post-dilatation. Upon retrieval of the angioguard debris was found in the filter basket. The site reported a 0% final residual stenosis. Post-procedure he was noted to have aphasia, slurred speech and right arm plegia, according to the neurology consultation report on (B)(6) 2010. Further neurological exam found the patient awake and alert, oriented to age, time and place. His speech was moderately to severely dysarthric, but he was able to name and repeat and follow commands. The nih stroke scale score was 7 due to partial facial palsy on the right, some effort against the gravity in the right arm, mild to moderate aphasia, and severe dysarthria. Neurology consult assessment: likely left mca territory embolic infarcts from left carotid stenting. Use of IV thrombolytic was discussed with the patient and the family and decision was made not to use it. The patient was discharged on (B)(6) 2010 with a discharge diagnosis of left mca cva. The device was not available for evaluation. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01422901 (B)(4). The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Eighty percent of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of two products used in the same patient and reported under manufacturing report numbers 9616099-2011-00786 and 1016427-2011-00104.